Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut down unexpectedly. Customer confirmed pump turned on when plugged into a power source. Reportedly, customer was using fiasp for insulin therapy. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 134 mg/dl.